Event description:
It was reported that a malfunction alarm was displayed, identified as malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the problem recurred.